Event description:
It was reported the customer was hospitalized with high blood glucose levels. The mother was not sure if the customer was using the pump this weekend. Troubleshooting was performed and the pump passed all tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.